Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of an unknown microbe in the air/ water channel and 1 cfu of an unknown microbe in the biopsy canal on (B)(6) 2024. The colonovideoscope tested positive for 1 cfu of an unknown microbe in the air/ water channel on (B)(6) 2024.the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see corrections in field b3 and b5. Correction to h6 (medical device problem code) of the initial report, '2303 - microbial contamination of device' is being corrected to '4048 - failure to clean adequately'. The device was returned and evaluated on related MFR 19197 where additional potential adverse events were confirmed were foreign material in the air/water tube, auxiliary channel and air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 to the initial report: the customer reported having used the colonovideoscope on seven patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.